Manufacturer narrative:
The device was returned to olympus for evaluation. The device was attached to the test usg-400/esg-400 and a ¿short circuit¿ error was observed when the jaw was closed and the seal or seal & cut button was activated. The device passed the probe check. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be severely melted with partial splits in cross section and peeled back exposing metal. The teflon was still attached to the jaw with no pieces suspected to be missing. There were char stains observed on the probe and jaw due to thermal damage. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during a therapeutic oesophagectomy procedure; a ¿short circuit¿ error message was observed. No device fragment fell into the patient. No bleeding was observed. The user could not confirm damage to the teflon pad or the device probe unit. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the device was inspected prior to use with no anomalies found.